Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid with concentration 5 mg/ml at a minimum rate and bupivacaine with concentration 1.3 mg/ml at a minimum rate via an implantable pump for non-malignant pain and complex regional pain syndrome type 1. It was reported that the patient experienced an increase in pain and fluid accumulation in pump pocket since auto accident one year ago.  The dose was increased over time with little to no effect.  Surgical exploration revealed that the catheter was no longer attached to the pump. The pump segment of catheter was explanted and replaced.  The pump was also replaced and the pump was moved from the left abdomen to right abdomen. The spine segment of catheter was still intact with consistent cerebrospinal fluid (csf) backflow. The catheter tip position was confirmed with x-ray at t11.  Environmental/external/patient factors that may have led or contributed to the issue was noted as having been an auto accident one year ago.  The issue was resolved as of (B)(6) 2021.  The patient was without injury regarding their status as of (B)(6) 2021.  The healthcare provider had discarded the portion of the partially explanted catheter.  The patient's weight and medical history were unknown.